Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with preoperative diagnosis of l4-5 and l5-s1 degenerative disk disease, disk protrusions and diskogenic back pain. The patient underwent 1. L4-5 and l5-s1 anterior lumbar discectomy decompression and interbody fusion. 2. L4-5 and l5-s1 anterior interbody fusion cages using globus independence system. 3. "Anterior" instrumentations at l4-5 and l5-s1 using globus independence system. Per op notes: the patient was taken to operating room at trident hospital. The patient was carefully placed supine on the operating room table taking care to pad all pressure points. At this point under c-arm fluoroscopy trial interbody spacers were placed medium footprint 8 degree 13mm spacer appeared to be the appropriate size, at this point the globus independence interbody spacer medium 8 degree 13mm was packed with an rhbmp-2/acs soaked sponge. This was then tamped into position viewed under fluoroscopy. Screws were placed one screw into l5 to s1. Locking mechanism was then engaged. Hemostasis was maintained. This was thoroughly irrigated out. Another trial spacer was placed and medium footprint of 8 degree 13mm was chosen. The globus independence implant was then packed with rhbmp-2/acs soaked sponge. One screw was placed into l4 two into and locking mechanism were then engaged. (B)(6) 2015, (B)(6) 2013: the patient underwent thigh lt examination. (B)(6) 2013: the patient presented with preoperative diagnosis of cervical spondylosis with disk protrusions and spinal stenosis, c5-6, c6 ,7 and underwent 1. C5-6, c6-7 anterior cervical discectomy and decompression. 2. C5-6, c6-7 anterior cervical interbody fusion.3. Interbody fusion cages, c5-6, c6-7 using globus coalition system. 4. Anterior instrumentation c5-6, c6-7 using globous coalition system.5. Bone graft extender plus bone marrow aspirate and local autologous. The patient presented with chief complaint of neck soreness and neck pain.